Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve side assessed, as cracked valve seat diaphragm valve. And one opening on valve bond edge side assessed, as unidentified (tear) opening (shell thickness within specification). Creases/folding of implant: observed, fold creases. Additional observations: wear abrasion is observed, white particles on device inner surface are observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional, additionally reported, right "any creases". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.